Event description:
On (B)(6) 2013, two matristem surgical matrix thick devices were used in the patient as both an underlay and overlay during a ventral hernia repair procedure using a component separation technique. A synthetic mesh (parietex) was placed between the matristem devices to close the rectus defect. The patient developed an infection, and underwent surgery on (B)(6) 2013, during which the treating surgeon removed the infected parietex device, and noted that the overlay matristem device was absent and the underlay matristem device was intact and granulating.

Manufacturer narrative:
This MDR is being submitted due to the reported surgical intervention occuring post-placement of the two matristem devices, during which the infected non-matristem synthetic mesh was removed. Follow up information received from the treating surgeon indicated that the infection was not due to the placement of the matristem devices. Acell is unaware of any clinical or pathological evidence indicating its product was related to the above described patient infection which required surgical intervention to remove the synthetic mesh.